Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's ipg was sitting sideways in the pocket. Surgical intervention was undertaken on (B)(6) 2025 during which the ipg was repositioned to address the issue. Therapy was restored post-op.